Manufacturer narrative:
An outside the united states customer contacted siemens to report a falsely depressed microalbumin patient sample test result was obtained from an atellica ch 930 analyzer. The customer has observed that microalbumin quality control (qc) material test results will drift out the control target range over time when sample testing volumes are very high. Siemens is investigating.

Event description:
A falsely depressed microalbumin patient sample test result was obtained upon repeat from an atellica ch 930 analyzer (serial number (B)(4)). The same was initially tested on an alternate atellica ch 930 analyzer. The initial test result was determined to be the correct result and reported to the physician(s). The same sample was repeated on an atellica ch 930 analyzer, and a falsely depressed test result was obtained. It is unknown if the repeat test result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
The initial MDR was submitted on 04-feb-2022. Additional information (29-jun-2022): siemens evaluated the available information and identified a build up of protein on the analyzer during very high testing volumes as a potential cause of the event. Siemens found that an increase in the frequency and intensity of preventive maintenance to the analyzer has resolved the issue. The cause of the falsely depressed microalbumin test result was insufficient preventive maintenance. The analyzer is performing within specifications. No further evaluation of this analyzer is needed. Section h6 adverse event problem codes were updated.